Event description:
It was reported that an unknown tubing set would not flow during infusion after the secondary infusion was complete. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional information become available, a supplemental report will be submitted.